Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted that it was a little crooked however it still makes contact with the switch base. Upon taking apart the rocker and looking at the switch base, it was clear that the switch base coag section was not molded properly. The switch depressing the cut section of the switch base with a finger shows great feedback though depressing the coag section of the switch base is very tough which is a result of a faulty switch base after molding. Functionally, the unit had a push button/switch failure. It was reported that the activation button on the device stayed in the on position by itself. An associated device issue was confirmed. The most likely root cause was traced to manufacturing of the device. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product in the picture appeared to meet specification. The picture showed the cord of the pencil and the lidstock. The switch area of the pencil was not shown. The reported condition was not confirmed. The investigation found the switch area of the pencil was not shown in the pictures. The customer is advised to return the incident device, so a complete evaluation can be performed. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's coagulation button sticks. There was no patient injury.